Event description:
It was reported that there was an unexpected pump shutdown during patient use. The event occurred in the infusion clinic. It was noted that the device shutdown without any warning. The battery was replaced in november 2019 during preventative maintenance (ppm). Although requested, there was no information regarding patient harm.

Manufacturer narrative:
Additional information: h10 (device inspection found iui corrosion) . Device inspection: slight corrosion was observed on pin 2 of the left/female iui.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an unexpected pump shutdown during patient use. The event occurred in the infusion clinic. It was noted that the device shutdown without any warning. The battery was replaced in (B)(6) 2019 during preventative maintenance (ppm). Although requested, there was no information regarding patient harm.

Manufacturer narrative:
Investigation conclusion: the reported complaint that a pump module shut down unexpectedly while it was in use was confirmed, during a review of the pcu logs where a battery discharge event was identified. As a result, the active infusion stopped/paused, perceived by the user as a shutdown event. Results from a review of the logs identified the battery discharge (lb3) at 11:25 am on the date of the reported event. The pcu did not annunciate any of the low battery alarms prior to the battery being discharged. The customer reported that the battery was charged for 20 hours prior to first use. However, based on the customers response, the battery was not charged during storage. Battery discharged without prior warnings test method results demonstrate that the system will produce the low battery alarms (lb1 and lb2) with a properly charged battery. Device inspection: instrument seal was observed intact. Both left/right iui connector pins were found dull. An external / internal inspection was performed on the pcu and no anomalies were observed. All other possible replacement parts were observed to be bd parts. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported unexpected pump shutdown was attributed to the system not alarming for low battery alarms and discharging. Consequently, during the ¿battery discharged¿ event, the pump stopped/paused the active infusion. The root cause for the missing low battery alarms was identified by software engineering as due to over-estimated battery capacity caused by software tracker (B)(4). Device history review: review of the pcu module service history record showed the device had a manufacture date of 23aug2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 08dec2020 and indicated that this device has not been previously returned for service.

Event description:
It was reported that there was an unexpected pump shutdown during patient use. The event occurred in the infusion clinic. It was noted that the device shutdown without any warning. The battery was replaced in november 2019 during preventative maintenance (ppm). Although requested, there was no information regarding patient harm.